Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was monitored and tested with no unexpected battery out limit alarm and low battery alert noted. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump batteries were depleting fast. They were changing batteries every other day. The alarm history was reviewed to check the low battery alert. They also had a battery out limit alarm. After troubleshooting was performed, they were advised to monitor the insulin pump. The customer called back to report that they were sent a battery cap but the problem with the batteries were reoccurring. Troubleshooting was performed. The battery indicator did not show less than 2 bars. Their last battery change was in the morning. The customer¿s blood glucose level was 59 mg/dl. It was noted that the customer was calling back within one week after previously completing low battery troubleshooting. The customer also received an unexpected restart alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.